Event description:
It was reported that the device was explanted approx after implant duration of 55.6 months, due to unk reasons. No further details were provided. Info learned form implant pt registry.

Manufacturer narrative:
Device not returned.